Event description:
The fenestrated bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) without a complaint description. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
Failure analysis investigation found that the instrument's pitch cable is broken at the proximal clevis hub. The clevis does not exhibit any wear. Broken strands stick out at the wrist. The other cables at wrist are not damaged. This complaint is being reported due the following conclusion: it was discovered during failure analysis investigation that the pitch cable on the returned fenestrated bipolar forceps instrument was broken. The failure mode could likely cause or contribute to an adverse event if the failure mode were to recur.